Event description:
It was reported that the pt was placed a PICC line on (B)(6) 2012, for chemotherapy. The nurse chose right basilic vein and the process of insertion went smoothly. On (B)(6), the pt went to PICC clinic for regular maintenance. When the nurse flushed 2cc saline, she found edema 1cm above the insertion site. She highly suspected if the catheter was leaking and slightly pulled out of the catheter, however, the catheter broken into two parts at 32.5cm. Since the pt complaint uncomfortable at (B)(6) night. The doctor gave the order to pick out of the rest part of PICC remaining in the body. With the help of ir, the rest part was picked and removed finally.

Manufacturer narrative:
The complaint of a break in the catheter was confirmed but the cause is unk. The product returned for eval was a 4fr s/l groshong nxt clearvue catheter in two segments. Residual material was seen throughout the sample, the print was worn off of the extension leg, and the oversleeve of the two-piece connector was discolored yellow. The catheter tubing contained a complete break between the 32 cm and 33 cm depth marking. Microscopic examination was conducted at the break site. The characteristics of the fracture surface were varied. Approx a third of the surface was smooth, glossy, and the exterior edge of the tubing was rounded. The other part of the surface was jagged and coarsely granular. Tactile eval of the proximal segment revealed three creases in the tubing between the 33 cm and the 35 cm depth marking which were likely caused by the catheter being kinked. When the proximal segment was hydraulically pressurized, a spraying leak was observed emanating from near the 33 cm depth marking. Microscopic examination revealed a small breach in the tubing in the radiopaque stripe, at the distal end of a crease in the tubing. The characteristics observed on the catheter are indicative of fatigue failure, which is the gradual fracture of a component that is under cycle loads. Although the exact mechanism of damage is unk, it appears that the catheter was kinked and repeatedly flexed at the break site. A lot history review (lhr) of revk0948 showed no other similar product complaint(s) from this lot number.